Event description:
Philips received a complaint regarding a philips v60 ventilator indicating that the check mark button did not respond after being pressed. The device was not in clinical use at the time the issue was discovered, and no patient involvement or user harm was reported. The unit was taken out of service. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the check mark button was unresponsive when pressed and requested onsite service under contract coverage. A field service engineer (fse) was scheduled and dispatched to perform onsite evaluation and corrective maintenance. Available troubleshooting information documented that the cable connected to the switch pcba might not have been fully secured to the board, which was identified as a possible contributing factor to the reported issue. The investigation is ongoing.

Manufacturer narrative:
On 19may2026, a field service engineer (fse) went to the customer site and was able to duplicate the alleged device issue. The check mark button was pressed, and the device would not respond. The fse replaced the power switch overlay to resolve the issue. The fse completed a performance verification test (pvt) which the device passed, confirming a return to full functionality. The device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. It was confirmed that the product had malfunctioned. The cause of the device issue was a failure of the power switch overlay part.